Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051" and an unknown "compressor" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The spm board was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051" and a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.